Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Allegation of device battery dropped from eight years to five years in one year. Moreover, it was noted that the patient had a history of atrial fibrillation (af) that likely contributed. However, without the recent data this cannot be confirmed. Boston scientific technical services (ts) then advised to do all save and send in data for review. To date, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Allegation of device battery dropped from eight years to five years in one year. Moreover, it was noted that the patient had a history of atrial fibrillation (af) that likely contributed. However, without the recent data this cannot be confirmed. Boston scientific technical services (ts) then advised to do all save and send in data for review. To date the device remains in service. No adverse patient effects reported. Additional information obtained from the field indicated that there was no longevity issue. It was noted that there was an increase in atrial fibrillation (af) burden. Also, the device longevity has increased in longevity estimation for six years. The clinic deemed that the device was safe and operating normally. Hence, this event is non reportable.